Event description:
It was reported that this pacemaker system exhibited high out of range pacing impedance measurements above 3000 ohms on the right ventricular (rv) lead channel. Technical services (ts) was consulted, and upon review it was also noted that there were stored signal artifact monitor (sam) episodes from minute ventilation (mv) signal oversensing, as well as noted loss of capture (loc) and noise oversensing which led to pacing inhibition and an intrinsic rhythm of 50 beats per minute. Ts suspects lead integrity being the cause of the observations. No additional adverse patient effects were reported. This system remains in service.

Event description:
It was reported that this pacemaker system exhibited high out of range pacing impedance measurements above 3000 ohms on the right ventricular (rv) lead channel. Technical services (ts) was consulted, and upon review it was also noted that there were stored signal artifact monitor (sam) episodes from minute ventilation (mv) signal oversensing, as well as noted loss of capture (loc) and noise oversensing which led to pacing inhibition and an intrinsic rhythm of 50 beats per minute. Ts suspects lead integrity being the cause of the observations. No additional adverse patient effects were reported. This system remains in service. Additional information was received indicating that during in office testing, this system continued to exhibit the previous observations, and also high capture thresholds with muscle stimulation during the right ventricular automatic threshold (rvat) test. Ts advised on performing x-ray examination. No additional adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker system exhibited high out of range pacing impedance measurements above 3000 ohms on the right ventricular (rv) lead channel. Technical services (ts) was consulted, and upon review it was also noted that there were stored signal artifact monitor (sam) episodes from minute ventilation (mv) signal oversensing, as well as noted loss of capture (loc) and noise oversensing which led to pacing inhibition and an intrinsic rhythm of 50 beats per minute. Ts suspects lead integrity being the cause of the observations. No additional adverse patient effects were reported. This system remains in service. Additional information was received indicating that during in office testing, this system continued to exhibit the previous observations, and also high capture thresholds with muscle stimulation during the right ventricular automatic threshold (rvat) test. Ts advised on performing x-ray examination. No additional adverse patient effects were reported. This system remains in service.